Event description:
Customer reported the workstation key broke off in the switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the key switch cable. System operates as intended. This MDR is related to ge healthcare complaint number.